Event description:
The pt's mother called to report a pod alarm during bolus, after wear of less than 12 hours. She also reported high blood glucose level of 360 with positive ketones upon awakening, when she initiated the bolus leading to the alarm. She stated that she followed proper placement technique and noted nothing else unusual.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.